Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01711 for a description of the other device. It was reported to boston scientific corporation that two optilflo injection needles was going to be used during a procedure. According to the complainant, when they were testing the device, they could not retract the needle. They tried a second device, but this device had the same issue. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay. No further patient, or procedure information was available.

Manufacturer narrative:
The reported defect was not able to be confirmed. No issues were found during a visual inspection. Once the needle was extended, the needle was able to be advanced and retracted, which allowed the device to work properly. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-01711 for a description of the other device. It was reported to boston scientific corporation that two optilflo injection needles was going to be used during a procedure. According to the complainant, when they were testing the device, they could not retract the needle. They tried a second device, but this device had the same issue. The procedure was able to be completed with a different device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be okay. No further patient, or procedure information was available.